Manufacturer narrative:
The device in question was returned and technically analysed by us. The clip was still on the cap and had slightly advanced on one side. During technical analysis the clip could be applied without problems. All components were inspected and no deviation from product specification could be found. No product malfunction could be detected. In regard of the localization (rectum) and the relatively large size of lesion, it cannot be excluded that high counterpressure towards the clip was applied. In this case more force may be needed to apply the clip successfully. Most likely the user misinterpreted the one-sided forward movement of the application ring as successful clip application. It is stated in the instruction of use that the white application ring must be remain visible and be observed. Only when the white application ring has moved fully forwards to the edge of the cap the clip has been applied. The risk of causing a perforation is indicated in the instruction of use. Moreover, it is addressed in the user trainings to verify successful clip application before resection of target tissue. Note: this report is a retrospective submission of complaints from the year 2021.

Event description:
It was reported that colonic ftrd was used to treat a lesion in the rectum. Successful clip application was not verified prior to tissue resection. The resulting perforation was immediately detected and closed within the same procedure with clips. The patient recovered well.